Event description:
In 2000, the surgeon contacted the MFR's (MFR) representative and stated the following. The device was implanted in 2000 (catalog/lot number of the device unknown at this time), and had worked fine. However, the oncologist contacted surgeon and informed surgeon that during an infusion, fluid started leaking and accumulating locally. The oncologist wanted the device to be removed. Upon removal of the device, the catheter was noted to have disconnected from the device and migrated. The surgeon requested to speak with the MFR's clinical personnal regarding retrieval of the segment of catheter. The MFR's represenatative gave the surgeon the clinical consultant's pager number. He paged clinical consultant and left the hosp number. When clinical consultant returned the call, they did not know who had paged clinical consultant so clinical consultant was unable to speak with the surgeon. The MFR's representative also paged the clinical consultant. When the clinical consultant contracted the MFR's representative, clinical consultant was informed of the above. Clinical consultant recommended that the surgeon consult with an interventional radiologist regarding retrieval of the segment of catheter. The MFR's representative then contacted the surgeon and informed him that per the clinical consultant, he should consult with an interventional radiologist. The surgeon also stated that the device and segment of catheter would be available to be returned to the MFR for analysis. He would contact the MFR with the info required. 8 months later, the MFR received the following info from the MFR's sales representative. The surgeon informed the MFR's sales representative that the device was used successfully for several months and a chest x-ray (date not specified) showed good placement. However, five (5) months later, for an unrelated admit (phneumonia) three (3) weeks ago, swelling was observed during an infusion. It was derived that an extravasation had occurred. The surgeon then was requested to remove the device by the hematologist/oncologist. The device was removed. At the time of removal, only the device and the device locking mechanism were in the pocket. No trace of the catheter was observed. The locking mechanism was still in the correct locking position. An x-ray showed the catheter had migrated with the outermost (proximal) end in the lower portion of the left internal jugular vein. The other end (distal) was in the right atrium and had not moved. Much discussion with interventional radiology lead to a decision to remove the catheter via internal jugular vein. The surgeon removed the catheter without event via cutdown left internal jugular. The facility's risk manager informed the MFR's sales representative that as soon as a decision is made as to whether the device and catheter will be returned to the MFR for analysis, clinical consultant will contact the sales representative. No further details were provided at this time.